Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the implantable cardiac monitor (icm) exhibited inappropriate atrial fibrillation (af) episodes. It was observed that premature ventricular contractions did not allow the af discriminator to distinguish consistent p-waves. No intervention was reported. The patient was in stable condition and would continue to be monitored.